Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Additional information received indicates that this is a duplicate report of 3006705815-2022-18565.

Manufacturer narrative:
Corrected data: per the additional information received, this event no longer meets the reportability criteria.